Event description:
Medtronic received information that five years, one month, fifteen days following the implant of this transcatheter bioprosthetic valve, at the five-year post-implant follow up appointment, an echocardiogram was performed and showed an aortic valve gradient of 34.5 mm hg. A repeat echocardiogram revealed severe aortic valve stenosis and a mean gradient of 46.6 mm hg. Approximately two months later, nearly five years, eight months following valve implant, the patient was admitted with heart failure symptoms including shortness of breath, orthopnea, and edema. An x-ray identified pulmonary edema. These issues were reported to be a result of the aortic valve. An echocardiogram was performed and showed the severe aortic valve stenosis remained; however, the mean gradient had increased to 60.2 mm hg. Consultation between the cardiology team determined the patient was not a candidate for a transcatheter aortic valve replacement due to high risk. However, five years, eight months following valve implant, the valve was surgically explanted. An aortic valve replacement was performed via mini-thoracotomy along with aggressive diuresis. A non-medtronic valve was implanted and the post-operative mean gradient was 5 mm hg. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was returned and the analysis is in progress. Conclusion: the investigation is pending results of the analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: g - manufacturer contact information h6 - fdm, fdr, fdc product analysis: upon receipt at medtronic¿s quality laboratory, the complaint device was received in a heart valve return kit, submerged in clear 0.2% glutaraldehyde solution. Upon visual inspection, the outflow portion of the valve frame was slightly distorted exhibiting an oval-shaped appearance. All leaflets appeared tan and not pliable. Severe calcification on the leaflets observed on the outflow and inflow of all leaflets which appeared to restrict leaflet movement. Calcification deposits possibly contributed to the tears on leaflet 1 and leaflet 3 approaching commissure 1. All leaflets appeared to be in a closed position with a marginal gap between the free margins. A thin layer of pannus appeared to encapsulate all three commissures with calcification deposits noted on corresponding leaflets of each commissure. From the inflow aspect, an adherent layer of glistening off-white pannus was observed on the inflow crown tips extending into the luminal surface of the valve. From the outflow aspect, thick, off-white pannus was noted circumferentially covering approximately 3 nodes of the outflow portion of the frame. Off-white pannus was adhered to the abluminal surface of the valve skirt extending to the margin of attachment of all leaflets. Pannus appeared to partially infiltrate the outflow aspect of all leaflets. Extensive calcification deposits were observed on the inflow and outflow of all three leaflets and appear to restrict leaflet movement. An unknown amount of pannus may have been removed during explant. Radiographic inspection of the returned valve revealed extensive calcification on all leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images were submitted to medtronic for review. Per image review, "the imaging provided confirm the 5-year echocardiogram (echo) was performed. The echo confirms a good placement on the implant with full expansion. There is thickening of the leaflets and the appearance of thrombus on the leaflets. The color flow doppler shows turbulent flow through the valve during systole in the five chamber, three chamber, parasternal long <(>&<)> parasternal short views. There are no gradients recorded with the imaging provided." Analysis of the returned valve included radiographic x-ray which confirmed extensive calcification on all leaflets. High gradient increase over time could be caused by a variety of factors (degeneration, thrombus, or calcification) or non-valve related factors (lvot obstruction, patient pressures, or lv dysfunction). Also, high gradients could be caused by a decreased effective orifice are. Several factors could contribute to the onset and propagation of the failure mechanism of high gradients such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. High gradients are known potential adverse effects per the device instructions for use (IFU). In this case, the patient anatomy was slightly tortuous with mild aortic calcification and the baseline antiplatelet medication did not include anticoagulants, all of which may have contributed to the reported increased gradient. However, we are unable to conclusively determine the cause for this report. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (calcification), thrombosis, and/or nonstructural dysfunction (pannus, obstruction). Several factors can contribute to the onset of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. Calcification is a known failure mode for bioprosthetic heart valves. As with native valve calcification, there is lack of a comprehensive understanding of why and how bioprosthetic heart valves mineralize. It is recognized that all types of bioprostheses degenerate more quickly in younger rather than in older patients primarily due to differences in immune systems, inflammatory response, and calcium metabolism in younger patients. Generally, however, bioprosthetic valves eventually suffer structural deterioration regardless of patient age at the time of implant. Patient health status and co-morbidities may contribute to valve calcification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.